Event description:
The customer reported the 6600 system intermittently does not boot. No patient injury was required.

Manufacturer narrative:
The service rep reloaded the software and replaced the hard drive. No patient injury was reported.